Event description:
Additional information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited noise oversensing. Patient was brought into the clinic and programming changes were made. The patient was stable throughout.